Event description:
PICC line was inserted in 2004 into left arm by anesthesia. Six days later developed a reddened area on left upper arm. Anesthesia checked area, site itself not red, flow good. Md informed the next day, ordered hot packs. Area tender but not increased reddness, area not warm to touch. Hot packs applied the next day, swelling increased in left arm, felt hardened area along vein. Md notified, came and checked site, ordered PICC line to be discontinued. It was discontinued at that time.